Event description:
The customer observed falsely elevated alinity I insulin results for one 31-year-old pregnant female. The following data was provided: sid (B)(6) initial result 159.5 miu/l (reference range 2.6 to 11.8), retest result 4.61. Blood sugar and 2-hour postprandial insulin results were both normal. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.